Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has suspected thrombosis with "low flow hazard" alarm and pump stoppage. The pt reported disconnecting his percutaneous lead in an attempt to correct the "red heart" alarm he experienced. Log files were submitted to the MFR for analysis where the events recorded were indicative to possible thrombus. A decision was made to perform a pump exchange from one lvad to another lvad. Add'l info received by the MFR 3 days later stated that the pt is doing well.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.